Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a patient who recently had catheter replacement wherein the three catheters used to replace the existing catheter had issues. It was said that they noticed that after instilling or injecting the saline locks, there was blood leak in the lumens - both the arterial and venous extension tube after a short period of time. The patient presented to dialysis with blood leak in the lumens and it was noticed minutes after instilling the saline flushes when the clamps were fully clamped on the lines. It was said that clamps were unclamped during dialysis and in between flushes. Nothing unusual was observed on the device prior to use. No defects/damages found on the product where the leak was observed (crack, cut, etc.). The catheters were not repaired. Chloraprep was the cleaning agent used on the device. There was no luer adapter issue. Tego caps were being utilized with the device and typically utilized in cleaning the adapters. There was a minimal amount of blood loss (no estimate) and no blood transfusion was required. No medical intervention/treatment due to the event. It was said that the patient had three catheter exchanges, all had the same issues (single event) and that the existing catheter was explanted and replaced on the same day. The third catheter was left in the patient (they did not open a 4th one). To resolve the issue, they just continued with the treatment which was completed. There was no reported patient injury.

Manufacturer narrative:
Correction: h7, h9 all additional information pertaining to the third event/device reported will be communicated under manufacturer¿s report number: 30 09211636-2022-00275. The first event/device has been reported under MFR report number: 3009211636-2022-00021 and the second event/device has been reported under MFR report number: 3009211636-2022-00020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant product: (B)(4) 23 cm slot kit w/vt (lot#2124500108); (B)(4) 23 cm slot kit w/vt (lot#2124500108) additional information: e1(phone number of initial reporter), e4(email of initial reporter), g1(manufacturer name, MFR contact first name, last name, street 2, MFR city, region, postal code, email and phone number), g1, g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.